Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment rendered for the event was not reported. At the time of this report, the patient's recovery status was not reported. Action taken with dianeal therapy was not reported. No additional information is available.